Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-24e13) has confirmed that the devices were produced in accordance with the established procedures. All process specifications and final release specifications were satisfied. Adhesion and bowel obstruction are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.

Event description:
A patient underwent hernia with ovitex 1s on (B)(6) 2025. It was reported that in approximately (B)(6) 2025, the patient returned and required re-operation where a bowel obstruction was noted with some adhesions present. No bowel resection or permanent damage was noted.